Event description:
Pt was a (B)(6) male with a right middle cerebral artery (mca) m1 and m2 occlusion. Physician made two passes with a merci retriever v 2.0 firm. An hour after procedure, a hemorrhage was confirmed at around where the v 2.0 firm retriever was used. Pt had a thrombolysis in cerebral infarction (tici) score of 2a after treatment and tissue plasminogen activator (t-pa) was not administered to the pt during procedure. Pt expired (B)(6) days post-procedure due to cerebral hernia. Medical intervention was not performed. Physician stated that although the hemorrhage occurred around where the merci retriever had been deployed, the relation between the hemorrhage and the device could not be specified. Physician also stated that not the hemorrhage itself, but the original cerebral infarction attributed to the pt's outcome. There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (eg, pt factors, device use factors, other device employed, drugs administered, etc) that also may have caused or contributed to the outcome.

Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the manufacturing records for the merci retriever v 2.0 firm device could not be reviewed.